Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# hg4xzs609 implanted: (B)(6) 2021 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: (B)(4) 2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via implantable pump. The indication use was intractable spasticity. It was reported that the patient had volume discrepancies for six to eight months. The healthcare provider (hcp) stated that the patient also has had a loss of efficacy. The physician tried to do a catheter access port (cap) dye study and was unable to aspirate the catheter. Furthermore, the physician performed an indium study and wanted to discuss flow rates: ¿ttv 0.433ml flow rate 0.0197ml/hr = 22hrs. Pump tubing /24ml / o.o197ml/hr = 12-13 hrs leave pump. ¿

Event description:
Additional information was provided from a healthcare provider (hcp) stated the cause of the event remains unknown. A discrepancy in the volume was first noted in (B)(6) 2023. The patient has a urinary tract (uti), which triggers episodes of spasticity. However, these symptoms are not believed to be related to the pump or its therapy. The physician has determined that the pump is functioning properly but plans to revise the catheter soon. If a replacement is decided upon, they will return to the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated pump coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.